Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette was damaged; further described as a crack "right where the frangible meet the tubing". This was observed during setup of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date in january 2023. Should additional relevant information become available, a supplemental report will be submitted.